Event description:
Additional information was received stating the reason for ipg replacement surgery was the ipg's were approaching end of life. Based on this the device meets or exceeds 75% expected longevity. There is no device malfunction.

Manufacturer narrative:
Date of event estimated. Correction section b5 based on this the device meets or exceeds 75% expected longevity. There is no device malfunction.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that patient underwent surgical intervention where both ipgs were explanted. The reason for surgery is unknown.